Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion. Concomitant product: 419388, lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.